Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use a hawkone lx device for treatment of left mid superficial femoral artery (sfa) stenosis with 100% chronic total occlusion (cto). Little calcification and no tortuosity were noted in the sfa, the vessel diameter was 6mm and lesion length was 120 mm. The IFU was followed with no issues identified. Ancillary devices used were a non-medtronic 7f sheath, a medtronic guidewire and a 6mm spider embolic protection. It was reported that the hawkone lx thumb switch would not move forward to pack after cutting but it was successfully turned off. The cutter crashed outside of the housing inside the patient. No deformation was noted in the cutter, the device was reported to have chugged at slow speed with, what was described as, an audible difference. The use of another hawkone device was required. The physician asked for another hawk, but only m size was available. The thumbswitch on the hawkone m also would not move forward to pack after cutting. The physician replaced this with another m device that worked successfully to complete the case. No patient injury was reported.

Manufacturer narrative:
Device evaluation: two hawkone devices were received, each packaged individually inside saftpak pouches with a device label attached for each. A cutter driver was attached to each returned h1. No other ancillary devices were included. The torque shaft beneath the strain relief was bent in at an approximate 90-degree angle. The cutter was positioned within the cutter window with thumb-switch partially advanced. The cutter driver was in the on position. The thumb switch was retracted, and the cutter driver activated as intended. The thumb switch was moved forward, however the cutter advanced approximately 0.4cm distal the cutter window. No damage or debris within the housing was identified. It was discovered the hypotubing within the slider cover was bent at multiple angles. It was observed the hypotubing would accordion bend as the thumb switch was advanced. It should be noted, prior to advancing the thumb switch the torque shaft was straightened by hand. If information is provided in the future, a supplemental report will be issued.